Event description:
It was reported that the patient experienced a lack of therapeutic effect following a fall three weeks prior to the date of this report. No further details or patient outcome were provided. Additional information was requested but not available as of the date of this report. A follow-up will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).